Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h4: corrected data. Manufacturer¿s investigation conclusion: the reported superficial driveline damage was confirmed via the submitted photos. The submitted photos revealed three areas of superficial damage along the external portion of the driveline. The patient had reinforced the damaged areas with electrical tape, and reportedly cut off the tape before visiting the clinic, which caused more damage in those areas. Analysis of the log file provided by the account revealed persistent low flow events that appeared to resolve on (B)(6)2020 at the end of the file. The set speed did not decrease below the low speed limit for the duration of the log file. The system appeared to have functioned as intended. A correlation between these alarms and the confirmed damage to the driveline¿s silicone jacket could not be established. The heartmateii left ventricular assist system (lvas) instructions for use (IFU) states that changes in patient conditions can result in low flow, such as hypertension. Both the heartmate ii lvas IFU and patient handbook addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. The patient remains ongoing on (B)(4). No further related issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that 3 separate areas of driveline cover being ¿open¿. Patient had reinforced driveline himself with electrical tape and then cut it off with scissors prior to coming to clinic, causing 2 of the driveline breaks in the driveline cover.